Event description:
It has been rep0rted that during the procedure the hypotube separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and placed the occlusion balloon for occlusion of the vessel. The physician inserted the stent delivery catheter and advanced forward to the lesion. The physician inflated the occlusion balloon to 5mm, however the occlusio balloon would not inflate. The physician attempted a second time to inflate the occlusion ballon and inflated successfully. The physician placed the stent in the vessel.